Manufacturer narrative:
Quote was provided to the customer for avc ECG/iup c-xdr ((B)(6)) and the quote expired. No further contact was established by the customer regarding the reported device and issue. The exact cause and resolution for the reported problem remain unknown. The product remains at the customer site. Due to the lack of available information, a malfunction of the device cannot be ruled out.

Event description:
It was reported the ECG/iup transducer does not work, after replacing the cable, the tracing is not correct. Patient involvement is unknown.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported the ECG/iup transducer does not work, after replacing the cable, the tracing is not correct. Patient involvement is unknown.